Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the rep stated that the patient was scheduled to be refilled but his pump reservoir reached critical level on friday [(B)(6) 2025]. They got the patient in on tuesday [(B)(6) 2025] and they filled the pump but the patient was still hearing a critical alarm. Technical services reviewed concurrent alarm and reviewed how to silence the active alarm. The rep would call to discuss with the health care provider's (hcp) office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative confirming that the patient did not experience any symptoms related to the pump reservoir reaching a critical level. Additionally, the cause of the alarm after patients refill was due to an alert not being cleared after the pump was refilled. The healthcare provider reinterrogated the pump cleared the alert and the issue was resolved.